Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.1 and 3.2 were failed, not detected on the bus and unable to recover. A field service engineer (fse) checked the connections and identified a faulty controller board on drawer 3.1. The fse replaced both the controller board and the pyxis module control board. After reconfiguring the faulty controller board in inventory, the fse tested the drawer using the hardware test application and med application to confirm functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawers 3.1 and 3.2 were failed, not detected on the bus and unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.